Manufacturer narrative:
In response to FDA report number mw5092527, multiple attempts are being made to gather additional patient and procedure specific information including lot numbers and patient's physician information. To date, the lot number associated with these events remain unknown; therefore an internal investigation into the device history record could not be performed. No device was returned to lifecell for evaluation. A relationship to the strattice could not be determined.

Event description:
It was reported that a patient had strattice implanted on (B)(6) 14 for an umbilical hernia. Their body rejected it and they were in major pain. The rejection turned into intractable nerve pain from their feet all the way to their hips; they have lived with the pain every day. Patient went in for a revision surgery on (B)(6) 19 that turned into a removal surgery. Patient had a large piece of mesh as well as sutures on the left side of their abdomen, and their body has been attacking it for years. Patient had another mesh placed, and then had a major recurrence due to the damage the previous mesh caused to my abdominal wall so they will require another surgery. Graft was explanted. Lot number is unknown.

Event description:
It was reported that a patient had strattice implanted on (B)(6) 2014 for an umbilical hernia. Their body rejected it and they were in major pain. The rejection turned into intractable nerve pain from their feet all the way to their hips; they have lived with the pain every day. Patient went in for a revision surgery on (B)(6) 2019 that turned into a removal surgery. Patient had a large piece of mesh as well as sutures on the left side of their abdomen, and their body has been attacking it for years. Patient had another mesh placed, and then had a major recurrence due to the damage the previous mesh caused to their abdominal wall so they will require another surgery. Due to their immediate reaction to the original implanted device, the doctor decided not to utilize a mesh device. Instead the doctor did ex-plant/remove a good amount of the remaining strattice mesh and sutures from the left side of their abdomen and then attempted to pull my stomach muscles, tissues and abdominal wall together and reconstruct them with sutures. Graft was explanted. Lot number sp100116 was affected.

Manufacturer narrative:
A qa investigation has been initiated into lot sp100116. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported to that a patient who was implanted with strattice in the abdomen has experienced pain at the incision site since the surgery and had to wear a wrap for a year. The patient has also experienced pain in the left foot, and for the last two years, pain from the hip to the feet that is very intense and sharp. The patient reported that their hips lock up and push down into the bowels which has caused constipation and that the hernia has recurred in 5 spots. It was reported via regulatory agency that a patient had strattice implanted on (B)(6) 2014 for an umbilical hernia. Their body rejected it and they were in major pain. The rejection turned into intractable nerve pain from their feet all the way to their hips; they have lived with the pain every day. Patient went in for a revision surgery on (B)(6) 2019 that turned into a removal surgery. Patient had a large piece of mesh as well as sutures on the left side of their abdomen, and their body has been attacking it for years. Patient had another mesh placed, and then had a major recurrence due to the damage the previous mesh caused to my abdominal wall so they will require another surgery. Graft was explanted. Affected lot is sp100116.

Manufacturer narrative:
Qa investigation into lot sp100116 resulted in no remarkable findings including 216 devices distributed with no other complaints and no related processing deviations or nonconformances revealed. Lot sp100116 was processed aseptically, terminally sterilized and met all qc release criteria.